Event description:
It was reported that the patient stated that he currently has an ams inflatable penile implant that has now failed and leaked. He has hat multiple revisions with inflatable devices from different manufacturers and is tired of having to get a revision on average every 6 or 7 years. Therefore, he wants to get a malleable but has a concern regarding to the size of malleable implants.